Event description:
Facility reported that during a complicated delivery, the last fspo2 reading 34 minutes before delivery was 37%. Patient apgar scores were 1, 3, and 6 at time of birth. The patient was transferred to the neonatal intensive care unit, and is expected to be fine. The chief obstetrician for the facility acknowledged that there were errors in the resuscitation.